Event description:
The doctor was unable to insert the iab into the sheath. The iab and sheath were not returned to datascope for evaluation. They were discarded by the facility. (Event complications: none from the event- reported 1/22/98.) (Pt's current status: unk- reported 1/22/98.)